Event description:
It was reported that during an unknown procedure the device didn't start to fire at all. They had take a new device which worked without problems. Surgeons using the device are very well trained for this device and have been using cdh couple of years. The surgery was delayed 15 minutes. In laparoscopic procedure first loosen the trocar from and device from patient and take new device and connect trocar with new device's anvil. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 10/1/2024. D4 batch # unk. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 11/5/2024. D4 batch #278c56. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage with the anvil missing. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator this defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 278c56, and no non-conformances were identified.